Event description:
It was reported that an unk stapler was used during an unk procedure. It was reported that the device was utilized during a surgical procedure and injuries were suffered by the pt. No details regarding the surgical procedure or injuries is available.